Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer service center, the device was not working. The system board and front panel were replaced to address the issue.